Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system full height drawer was failed, not detected on bus. Customer tried to reboot the drawer, but issue doesn't resolve. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced full height drawer 6 with a row was not detected by bus. A field service engineer (fse) checked the bus cable and found that the seated row cable was very loose. Fse proceeded to replace the controller. However, when launching the application, the recovery process failed and hta was run, resulting in rows a, b, and c being greyed out. Fse manually removed the pockets and discovered a liquid spill inside. Upon further diagnosis, tray a was found to have a sticky liquid substance on the bottom. Fse replaced a cubie tray that was taken from the customer¿s faulty drawer. This part had been on back order for several months. After installation, the customer tested the system and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.